Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product did not resolve initial concern. Replacement product has been sent to customer.

Event description:
Consumer reported complaint for e-3 errors and high meter to meter comparison blood glucose test results. The customer is concerned with tests results obtained of 218mg/dl using true metrix meter and 103mg/dl using competitor's meter. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call, a back to back blood test was performed by the customer and produced test results of 167 and 184mg/dl non-fasting using true metrix meter (using another vial). The test strip lot manufacturer¿s expiration date is 12/13/2021 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6)